Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two spyscope ds and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the common bile duct on (B)(6) 2020. According to the complainant, during the procedure, there was no image coming out of the spyscope ds. A second spyscope ds was used; however, still no image. The procedure was not completed due to this event. Reportedly, the controller was inspected for debris and is showing some wear and tear. There were no patient complications reported as a result of this event.